Event description:
The customerreported to the service depot on (B) (6) 2009 that a colleague volumetric infusion pump began to make a constant beep and was found not to be infusing. The reported condition occurred during patient therapy. According to the hospital representative, there was no adverse event, patient injury or medical intervention has been reported related to this device. The software version for this device is currently unknown.there is no additional information available.

Manufacturer narrative:
(B) (4)the pump was received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.